Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained address label, stained serial number label and cracked reservoir tube lip.